Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a portion of the touch screen had missing pixels that would not light up. Customer's blood glucose was 150 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.